Event description:
Technician reported a 6060 pump device over infused during tpn therapy. Total bag volume including the over fill was 1431 ml. Pump was programmed to run for 14 hours with 1 hr ramp up to deliver 125 ml/hr and a 1 hr ramp down. Pump was at 66.8 ml/hr in ramp down when bag went dry. Time was 13 hours and 30 monutes -half hour to completion. No pt injury was reported.